Manufacturer narrative:
Investigation results: one photograph was provided for investigation. The photo showed the packaging and label for ref #381434. The lot number was outside the frame of the image. The needle, grip, and barrel were shown. What appeared to be blood residue was observed in the needle hub and on the external surface of the needle. The needle was partially retracted, but the leading edge of the needle hub appeared to be positioned at a damaged section of the barrel. The barrel did not appear to be fully seated on the grip. It appeared that the barrel was deformed or kinked, which would likely inhibit full retraction of the needle. As the provided photo supports the complainant¿s description of the reported event, the complaint was confirmed. The observed damage can occur during the manufacturing process due to misalignment or improper set-up. It was unlikely that the observed damage occurred during use due to the required force to separate the barrel from the grip. Investigation conclusion(s): the complaint of ¿needle shielding failure¿ was confirmed. Probable root cause(s): manufacturing the DHR for lot #3220793 was reviewed. A qn was opened for non-retraction and flashing inside the barrel of this lot. The location of the damage on the complaint sample matched the location of the irregularities in the qn. The quality engineering team was notified of this complaint. The qn was found to have been dispositioned appropriately and the complaint rate was deemed acceptable per the quality plan. Complaints received for this device and reported condition will continue to be tracked and trended. A notification of awareness has been sent to the manufacturing department.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard needle partially retracted. The following information was provided by the initial reporter: we have had another failed needle retraction for 20ga bd insyte autoguard. The nurse reported she pressed the retraction button and the needle retracted only partway, leaving it exposed. She pressed the button repeatedly but the needle would not fully retract. Unfortunately the device was discarded, but the nurse did take a photo. This event occurred on (B)(6) 2023. No needlestick injury or other adverse event.